Manufacturer narrative:
Analysis of the implantable neurostimulator found reduced battery capacity due to overdischarge. This is not a significant anomaly of the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they would be getting their implantable neurostimulator (ins) replaced. The ins was dead and would not charge and the patient needed it to be replaced. The patient was going to follow up with the health care professional (hcp) office concerning insurance.

Event description:
A patient who had an implanted neurostimulator (ins) for non-malignant pain and other non-malignant pain reported on (B)(6) 2016 that their implant had not had "maintenance", and the ins was not holding a charge like it used to starting in (B)(6). This had been occurring since (B)(6) 2015, but the patient was receiving therapy. On (B)(6) 2016 the consumer reported the ins was going to be replaced as it must have malfunctioned. The ins used to hold a charge for a month but as the months went on it was less and less until it was every week. The consumer met with the manufacturer's representative (rep) who said it needed to be replaced. According to the consumer the healthcare provider's office was waiting to hear from the manufacturer to give them an answer regarding replacement, but the consumer didn't know what the question was they were waiting on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.